Event description:
Per the audiologist, the patient reported decreased performance and poor sound quality beginning in 2007. Exchanging external equipment did not resolve the problem. The pt also underwent treatment for an ear infection prior to reporting the sound quality/performance decrement. The results of an integrity test done on the following month were consistent with normal receiver/stimulator function with electrode anomalies. The patient's sound processor was reprogrammed. The patient reported improved sound quality and performance. Reportedly the surgeon stated the patient's ear was clear of infection and x-rays (no date reported) showed normal electrode array placement. On the next month, the patient again reported poor sound quality and decreased performance. The results of a repeat integrity test done in late 2007 also showed normal receiver/stimulator function with electrode array anomalies. The patients device was explanted in early 2008. No information about the reimplant surgery was provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.